Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016; 6949-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being prophylactically explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.